Manufacturer narrative:
Device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Leaflet disruption is a form of structural valve deterioration that may ultimately result in significant regurgitation requiring intervention of the valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient had a transcatheter valve implanted in a surgical valve (valve-in-valve) after an implant duration of eight (8) years, two (2) months due to a torn leaflet. The patient was in "excellent" condition post-operatively. No additional details provided.